Event description:
Healthcare professional also reported right side "implant tore when grasped with instrument" and "valve leaked c pressure on implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device is related to the reported event deflation and valve leak and/or damage received on september 08, 2023, with catalog number mcghan-330. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation-ndr: not applicable as the event is not related to the device. ¿ use error: observed a delamination total of valve assessed as an adhesive failure, broken and one opening observed on posterior side assessed as surgical damage (missing piece of shell assessed as inconclusive). Additional observations: ¿ creases were observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Later healthcare professional also reported "implant tore when grasped with instrument" and "valve leaked c pressure on implant". Device has been explanted.

Event description:
Healthcare professional reported, right side deflation. Later, healthcare professional, also reported, "implant tore. When grasped with instrument". And "valve leaked c pressure on implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation, deflation-ndr: use error and valve leak and/or damage: observed, a delamination total of valve assessed, as an adhesive failure. Broken and one opening observed, on posterior side assessed, as surgical damage (missing piece of shell assessed as inconclusive). Additional observations: creases were observed, wear abrasion observed. No further actions are required, as the device was implanted.